Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements on the right ventricular (rv) lead. Review of the data revealed that the rate sense impedance measurement was very stable in the mid 500 ohm range until five days earlier when it had an acute rise to greater than 2000 ohms where it remained. High threshold measurements along with loss of capture was also observed. Sensing was appropriate, there were no stored episodes with noise and the presenting electrogram (egm) did not show any significant findings. Boston scientific technical services (ts) was consulted and discussed possible reasons for the acute rise in impedance measurements and loss of capture. A revision procedure was performed where the rv lead was explanted due to a visually confirmed fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that the lead was returned in four segments and severed at 130 mm from the terminal pin. Visual inspection of the lead revealed that the rate sense conductor coil was extremely stretched in the tip segment. The polytetraflu insulation was bunched in several placed, there are tears in the insulation and there is calcification and tissue noted around the distal spring electrode. Aser extraction damage was also observed in the trilumen insulation and partial insulation abrasion was seen through the insulation abrasion sleeve only; laser damage was noted in that area as well. Blood and body fluid were seen in the helix housing and tissue was seen entwined in the extended helix. Detailed analysis found that the rate sense conductor coil was fractured at the proximal end of the returned tip segment and that the insulation which was once located over this area was missing and not returned. Analysis concluded that the location and type of damage, appeared consistent with a fatigue cycle fracture. Analysis confirmed the field allegation.